Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the posterior lateral artery that was both moderately calcified and tortuous and 75% stenosed. The trek rx was advanced to the lesion with some resistance from the anatomy noted. During inflation to 10 atmospheres, the balloon ruptured due to the calcified lesion. The device was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to complete the procedure. No additional information was provided.